Manufacturer narrative:
UDI number: (B)(4). Legal manufacturer: hcs haifa fi - 4 hayozma st. Israel tirat hacarmel hefa, 30200. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
A ge healthcare field engineer sustained a finger fracture during the installation of an 830 tandem system detector. The injury occurred when the engineer left index finger became trapped between the gantry swivel mechanism and the detector while moving the detector toward the swivel mechanism.

Manufacturer narrative:
During detector installation, the fe was pushing the detector cart toward the gantry swivel mechanism and had positioned the detector approximately 50% of the way onto the guiding rods when he encountered some resistance. He left a 5 cm gap between the detector and the swivel, repositioned himself, and then applied additional force to the detector cart using his left hand. This force caused the detector cart to move rapidly, during which the tip of the fes left index finger came in between the mating parts, resulting in a fracture. The fe secured the detector in place and then sought first aid. Later that day, he returned and completed the installation. Ge healthcare's investigation determined that the root cause was inattentiveness by the fe while following the installation procedure. The risk analysis determined that no additional mitigations are available to reduce the risk, and the risk has been reduced as far as possible. No further actions are planned by ge healthcare.